Event description:
It was reported that the user experienced frequent low blood glucose, with the lowest reported value around 60 mg/dl, and that they have been pausing the ilet to avoid additional insulin, which affects normal automated insulin delivery; lows were noted particularly during the first hour after waking, and the device involved was an ilet pump. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication for low glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and characterized the event as a use-of-device problem; the applicable device component was not specifically codified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.